Event description:
Caller noticed cramping in their left side and they were eating a lot more than they were supposed to. Their physician thinks there is leakage and caller will need to have the port replaced.